Event description:
It was reported to ventec that the ventilator was unable to maintain peep (positive end expiratory pressure) and that it's respiratory rate was fluctuating, resulting in an unexpected breath rate. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of the ventilator being unable to maintain peep (positive end expiratory pressure) and having an erratic/unexpected breath rate was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.